Manufacturer narrative:
The reported event of ipg eri was confirmed. The ipg battery voltage was below the elective replacement indication (eri) voltage threshold and the ipg had declared eri. The ipg had normal battery depletion at the time of explant. The device had not yet declared end of life (eol) at the time of explant.

Manufacturer narrative:
A system displaying ¿end of life¿ message was reported to abbott. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device had the appropriate level of battery voltage to provide therapy. However, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.